Event description:
A report was received that the patient stopped charging and the ipg stopped working and has been nonfunctional. The patient will undergo a revision procedure wherein the ipg will be relocated to a deeper pocket and the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient stopped charging and the ipg stopped working and has been nonfunctional. The patient will undergo a revision procedure wherein the ipg will be relocated to a deeper pocket and the ipg will be replaced.

Event description:
A report was received that the patient stopped charging and the ipg stopped working and has been nonfunctional. The patient will undergo a revision procedure wherein the ipg will be relocated to a deeper pocket and the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient was experiencing frequent charging of the ipg. It was also reported that the replacement of the ipg was a physician preference to decrease charging times. No device malfunction was suspected.

Manufacturer narrative:
(B)(4)